Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 10 months after implant placement. The bone quality was not reported. The oral hygiene around implant site was moderate and poor. No significant findings were found during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient will need another surgical intervention.